Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 on the evening. Customer did not report any symptoms related to their high blood glucose reading. Customer states she is no longer connected to the pump. Customer states she spoke with her healthcare provider and was advised to disconnect from the pump and revert to syringe to treat. Customer current blood glucose is 262 mg/dl. Customer blood glucose at the time of the incident is 600 mg/dl. The nature of the finding is the emergency room. When the customer was admitted to the hospital, blood glucose reading was 600 mg/dl. The hospital name is (B)(6). (B)(6) reported the incident. The hospital phone number is (B)(6). Customer blood test was sent home. Customer was wearing the pump at time of hospitalization. Infusion set was last changed: (B)(6). Drive support cap was normal. Customer is using a needle based infusion set. Customer did not have any air bubbles or leaks issue. Customer reports site is changed every 2-3 days. Customer is unable to remove and change set at this time. Customer reports basal rates are programmed accurately. Insulin pump will not be returning for analysis.